Event description:
Patient reported that twice the pen needle came away from the plastic barrel during injection and he had to pick the needle out of his abdomen. He also reports one occasion when the pen needle disappeared into the liraglutide pen. Symptom: needle stuck in skin.